Manufacturer narrative:
Product performed as expected and according to label claims. The customer observed higher than expected patient afp results (14.7, 3.7 and 3.7) and external control values out of range high when using abbott axsym tumor markers afp, lot 64734q100. The customer indicated that this issue occurred when testing a sample that was around 5,000,000 ng/ml. Tested was performed on 18 replicates each of control l, m and h across three different axsym instruments using material from our inventory of lot 64734q100. All replicates were acceptable per the abbott axsym tumor markers afp package insert (commodity). As a result, this testing indicates that the product is performing as expected. A review of complaint data, performance of investigative testing, and a review of product labeling determined that a product deficiency is not likely. We believe that the issue observed at the customers facility was related to contamination as a result of carryover. The sample under test at the customers facility was around 5,000,000 ng/ml. The customer was referred to the package insert(commodity), it states in the carryover section that no significant carryover was detected when a sample containing 64,000 ng afp/ml was assayed. As a result, it is possible that the sample under test at the customers facility contributed to the issue as a result of carryover. Additionally, we referred the customer to the caution statement from the axsym afp procedure in the package insert, which states: when manually dispensing sample into sample cups, verify that dispensing equipment does not introduce cross contamination and delivers specified sample volume. Use a separate pipette tip for each sample. Use accurately calibrated equipment. The alleged deficiency does not appear to be caused by a shift in product performance that would warrant additional product information distribution. The results generated during this complaint investigation were evaluated and did not identify other potentially related issues or different performance issues that indicate a deficiency; therefore, no further action is required. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym afp reagent is generating discrepant results on patient samples. The account stated that the results for afp are 3 times higher than expected. The account provided one example. The initial afp result = 14.7, the sample was retested and the result was 3.7, the sample was then tested separately and the result was 3.7 (units of measurement were not provided). The qc was out of range high. The cta asked the account to inspect the message log for ls errors, the account stated that there were errors and did repeat all other samples performed at time of error. The exact number of samples were not provided but the operator stated that she did repeat all samples. The account is not sure if this issue is due to reagent contamination or if the issue was due to a high afp sample that resulted around 5,000,000 ng/ml. There is no impact to patient management reported.